Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately four years seven months post filter deployment, the patient allegedly had a CT scan showing that the ivc filter is tilted anteriorly with its cone lying on the wall of the ivc and is embedded. Approximately eleven months after the initial CT scan, the patient allegedly had another CT scan showing filter perforation of the ivc wall. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient to prevent deep vein thrombosis and pulmonary embolism. Approximately four years and seven months post filter deployment, the patient allegedly had a computed tomography scan showing that the inferior vena cava filter is tilted anteriorly with its cone lying on the wall of the inferior vena cava and is embedded. Approximately eleven months after the initial computed tomography scan, the patient allegedly had another computed tomography scan showing filter perforation of the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month and thirteen days of post deployment, an x-ray lumbar spine was performed for back pain. The study showed that inferior vena cava filter was noted. After, sixteen days, a computed tomogram of angiogram of chest was performed which showed negative for pulmonary embolism. After, seven months and twenty-five days, an x-ray lumbosacral spine was performed for low back pain. The study showed that mild levoscoliosis of spine and inferior vena cava filter was noted. Around, three years and ten months later, a computed tomography of abdomen was performed which showed inferior vena cava filter was noted below the level of renal veins. The filter was tilted anteriorly with its cone lying on the wall of the inferior vena cava possibly embedded within it. One of the arms and all of the legs of the filter have penetrated through the wall of the inferior vena cava into the pericaval fat. One of the arms and two of the legs have penetrated into the duodenum. Around, eleven months later, a computed tomography of abdomen was performed for filter evaluation. The study showed that the cephalic tip of the filter projects just below the level of the right and left renal veins. The more distal prongs are deployed with portions extending beyond the wall of the vena cava. Portions of the filter project posterior to the third portion of the duodenum. One extends into the right ovarian vein. A posterior one extends to the margin of the superior endplate of l3 where there was a circumscribed lucency of the anterior superior endplate surrounding the tip of the inferior vena cava filter prong. Around seven months and seventeen days later, patient admitted for inferior vena cava filter retrieval. Through the right jugular access, filter was removed. Filter was intact and sent for pathological study. Postoperative course was uncomplicated and discharged home. After, eleven days, pathological study of inferior vena cava filter showed intact metallic inferior vena cava filter with adherent tissue. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4(expiry date: 06/2013), g2, g3, h6 (method,conclusion). H11: b1, d1, d4, g1, h1, h6 (patient, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.